Event description:
On (B)(4) 2011, the lifescan representative/reporter contacted lifescan from the (B)(6) on behalf of the patient alleging an error 4 issue with a one touch verio meter. The repoorter did not allege any harm or injury because of the reported issue. An attempt to contact the patient directly for additional information was unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the repoorter claimed that the meter had an error 4 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k093745.